Event description:
The hcp reported a pt receiving intrathecal baclofen, missed a refill, suffered withdrawal and had an empty pump for several months. The pt has difficulty finding a physician to perform the refills in their country. Due to the difficulty in finding refill physicians, the pt has suffered withdrawal several times. The pt ws sent to the us by their embassy and the pt was admitted to the hospital in 2007. The pt was experiencing increased spasms, but not other symptoms. The pump was refilled with liroesal 500 mcg/ml at a dose of 200 mcg/day. The reporting hcp states " the pt is doing good". The plan is for the pt to begin rehabilitation upon discharge from the hospital, before returning to their country. The hcp is coordinating continuing care for the pt back home.